Manufacturer narrative:
Revision occurred approximately 77 days after primary surgery due to dislocation of unknown cause. No actual,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 77 days after the primary which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms only fx v135 humeral cup 135/145° standard pe/ta6v ø36 +6 was explanted due to dislocation and replaced with fx v135 humeral cup 135/145° stability pe/ta6v ø36 +3. Fx v135® humelock stem ta6v ø32/10 l. 120mm cementless ti/ha was not replaced.